Manufacturer narrative:
The device was returned to olympus, testing and inspection confirmed the customer¿s complaint. Due to poor contact of the lcd panel, there is an image artifact. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the poor contact of the lcd panel could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a blue stripe on the display during preparation for use. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: liquid crystal display (lcd) panel failure. This report is being submitted for the malfunction found during evaluation (lcd panel failure).